Event description:
It was reported that high out of range pacing impedances were noted on this pacemaker, which were gradually increasing. A follow-up is expected within the next 60 days. Technical services (ts) provided further troubleshooting tips. No adverse patient effects were reported. This investigation will be updated when further information becomes available.

Event description:
It was reported that high out of range pacing impedances were noted on this pacemaker, which were gradually increasing. A follow-up is expected within the next 60 days. Technical services (ts) provided further troubleshooting tips. No adverse patient effects were reported. This investigation will be updated when further information becomes available.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.